Event description:
The physician was performing a bronchoscopy. The physician described that as he was passing the forceps, he felt a little resistance. He changed forceps and took 3 biopsies. After the third biopsy, he noticed a foreign object in the lung. His opinion was that it was the inner channel of the scope. He attempted to remove the object but could not. He admitted the patient for removal of the object. It turned out that the foreign object was part of the disposable forceps.